Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patients best corrected visual acuity in the right eye declined from 20/25 pre-op to 20/40 post-op despite unremarkable iol appearance and eye exam. Although the patient remained satisfied with her acuity.

Event description:
Additional information has been received and stated that, the symptoms were resolved and the iol remains implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).